Event description:
It was reported via clinical affairs that a (B)(6) female had an episode of brady arrythmia, 2 days post implantation of an edwards 21mm bioprosthetic valve. Patient then went into asystole, was non responsive, hypotensive, and restarted epicardial pacemaker at a rate of 80. A return of sbp 120 was noted right away. Patient was given medication and a permanent pacemaker was implanted. No information to suggest a device malfunction.

Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure. In this case, the patient received a permanent pacemaker to treat the arrhythmia. However, the is not information to suggest a device malfunction or quality deficiency related to this event, as it remains implanted and properly functioning.

Event description:
Additional information has been obtained in which the serial number for this device is now known.